Event description:
During shift check, the autopulse platform (sn (B)(4) displayed user advisory (ua) 20 (position out of range). No further information was provided. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua) 20 (position out of range)," which was confirmed during the functional testing and based on the archive data review. The root cause of ua20 was the drive shaft rotated out of operating range. The ua20 message can be cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, noticed that the encoder spool shaft slot has been damaged or chipped on one side. Due to the damage, the shaft lock pin will not lock the encoder shaft and will rotate freely in the damaged direction. The damaged encoder can cause the drive shaft to rotate out of operating range repeatedly and results in ua20. The root cause of the damaged encoder was likely attributed to the age of the device. The autopulse platform was manufactured in 2008 and is 14 years old, past the expected serviceable life of five years. Upon visual inspection, no physical damage was observed. The archive data indicated several ua20 messages, thus, confirming the reported complaint. Further review of the archive indicated ua07 (discrepancy between load 1 and load 2 too large), unrelated to the reported complaint. The autopulse platform failed initial functional testing due to ua20 displayed upon powering on, thus, confirming the reported complaint. The drive shaft was not within the normal, acceptable range of positions when the platform was powered on. The shaft position was more than position_max (12290 counts/+8.5 revs relative to home) or less than position_min (997 counts/-2 revs relative to home). It requires accessing the admin mode to manually rotate the shaft to the home position to remedy the complaint. However, upon further testing, a damaged encoder was noted, which can cause the drive shaft to rotate out of operating range repeatedly, resulting in ua20. Therefore, the integrated encoder gearbox was replaced, and the drive shaft position was rotated to the home position by accessing the admin mode to address the reported complaint. The ua07 message noted in the archive was not reproduced during the functional testing. The result of the load cell characterization confirmed both load cell modules function within the specification. In this case, the ua07 that occurred during the event is related to the patient not being oriented on the autopulse platform correctly or the patient has shifted. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to perform compressions for this to occur; it may happen at any time when it is powered on. User advisory 07 indicates that the patient/manikin is out of position, or the patient/manikin is not correctly centered. The recommended actions for this type of user advisory are: ensure the patient/manikin is aligned correctly (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, and press restart to clear the ua. Following service, the autopulse platform passed all the final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(4).